Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a off no power alarm. Troubleshooting for the alarm found the customer received a low battery alert prior to the alarm occurring. Customer's blood glucose was 100 mg/dl. The customer also stated their battery cap was not loose, cracked, or damaged. The customer was advised to insert a new battery and monitor their insulin pump. No additional information provided.